Manufacturer narrative:
(B)(4). Patient previously underwent three catheter ablations. Both physicians described the tissue as "scarred" and "brittle". Device not returned for evaluation, operating staff scrapped device after use, another (B)(4) was evaluated and performance met specifications.

Event description:
During the initial procedure on (B)(6) 2011, an isolator synergy ablation clamp was used. The device was used in a mini maze tt procedure. After six ablations to the right pulmonary vein, the physician opened the clamp to test the ablation. Bleeding was noticed from a small perforation on the posterior side. The patient was then placed on bypass and the procedure was converted to a thoracotomy. The perforation was patched and sewed into place. There was no long term patient or user consequence.